Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2012-05639. Reference MFR. Report#: 1627487-2012-05640.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation codes: results: inspection of the returned ipg revealed a small amount of discoloration in the upper septum and lower port along with scratches on the can. It was non-responsive as a result of the battery being depleted for an extended period. This issue could not be analyzed as this considered to be a user error. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.